Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg)'s menu knob was missing. It was noted that the upper case was broken. It was further noted that the encoder assembly and one knob were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required a knob to be repaired. It was further noted that the epg was missing the bottom knob. The epg has been returned to service. There was no patient involvement reported.